Event description:
Customer reported that no sample was pipetted into well (B)(4) during pipetting of (B)(4) assay plate (B)(4). No fluid was dispensed. Error was not generated by the verseia, tip lot not provided. Customer indicated that the plate did have a error code 8 which is a no tip error on well (B)(4) which is a negative control well. Customer observed the plate and indicated that well (B)(4) were the same bright green as the well (B)(4) that did not have the control dispensed in it. This is the reason the customers believes that no sample (control) was pipette into wells (B)(4). (B)(4) is a negative control well and (B)(4) is a positive control well. Customer aborted the plate, no erroneous results recorded. Customer faxed the plate load list and the plate pipette error report which shows the only well posting an error was well (B)(4). Incident occurred on (B)(6) 2013. 2nd level requested instrument to be removed from service. 2nd level requested fe verify the instrument is working properly and to collect the necessary files for the investigation into the pressure curves on the wells the customer reported concerns on. Cts contacted customer and talked customer through collecting the msm trace files for the 3 plates requiring additional investigation. Customer emailed the files. Cts contacted customer again to notify regarding plates that had no tip errors. Discussed with customer plate (B)(4) that was confirmed to have the same issue. The customer indicated that although the plate was put on the osp, the plate failed due to insufficient valid controls. Customer was concerned about (B)(4) as the was the only plate that had results saved to oas. Indicated to customer that this plate was confirmed to be pipetted as expected.

Manufacturer narrative:
On (B)(4) 2013, ortho clinical diagnostics (ocd) notified customers ((B)(4)) of an ortho verseia pipetter software issue that can occur during plate processing when the verseia pipetter performs the ¿retry¿ function to recover from a ¿no tip¿ error (hamilton error code 8). The letter stated that the previously generated results may have been impacted. Ocd customer technical services will review all available data received via e-connectivity to identify any adverse events and will inform customers of any erroneous results generated due to this issue. Any devices not e-connected, ocd will be working with customers to obtain historical data from these instrument(s). The letter also listed the following required actions; ¿discard all results for any plate for which a plate pipette error report lists a ¿no tip¿ error after processing on the ortho verseia pipetter. ¿ post this notification in your laboratory or with your user documentation. The FDA¿s (B)(4) district office was notified of this issue on 20-december-2012 per recall number 1319681-12/20/2012-001-c. (B)(4).

Manufacturer narrative:
On (B)(6) 2013, ortho clinical diagnostics (ocd) notified customers ((B)(4)) of an ortho verseia® pipetter software issue that can occur during plate processing when the verseia® pipetter performs the ¿retry¿ function to recover from a ¿no tip¿ error (hamilton error code 8). The letter stated that the previously generated results may have been impacted. Ocd customer technical services will review all available data received via e-connectivity to identify any adverse events and will inform customers of any erroneous results generated due to this issue. Any devices not e-connected, ocd will be working with customers to obtain historical data from these instrument(s). The letter also listed the following required actions; discard all results for any plate for which a plate pipette error report lists a ¿no tip¿ error after processing on the ortho verseia® pipetter. Post this notification in your laboratory or with your user documentation. The FDA¿s (B)(6) district on (B)(6) 2013 per recall number ortho verseia® pipetter ¿ recall #: 2250051-08/27/2013-001-c.